Event description:
It was reported the patient was in the emergency room due to lead protrusion. The physician had cut the lead that was protruding and inserted the rest back into the patient¿s body and sutured the skin back up. It was noted there was not capping of the cut lead. Follow up reported the lead on the right side was protruding. The lead was pulled up, clipped, and the remainder slipped back into place. It was noted there would not have been a way to cap the lead. It was noted the patient had been discharged. The patient had good stimulation coverage with the remaining leads. It was also noted the patient would be seen post-operatively. It was later reported there was a wound revision for the generator on december 20, 2013. It was also noted lead movement was causing lack of efficacy. The reason for removal of stimulator was noted as and infection of moderate serratia marcescens isolated. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found reduced battery capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3888-45, lot# va08q13, implanted: (B)(6) 2013, product type: lead; product ID 3888-56, lot# va097pn, implanted: (B)(6) 2013, product type: lead; product ID 3487a-45, lot# va0de41, implanted: (B)(6) 2013, product type: lead; product ID 3888-56, lot# v937762, implanted: (B)(6) 2013, product type: lead; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.